Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient's wife, via ms&s, that he had an aspira pleural catheter placed last week. She stated that yesterday they got 500 ml, but today the bulb collapsed and would not re-inflate. Ms&s stated that she had already tried repositioning. They had her look at the valve and confirm the blue center was not "sunken". Ms&s explained to her that the tube could be flushed with anti-thrombolytic using a luer adapter. She stated she would call her husbands physician and discuss.